Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the pt had a highly calcified lesion in the left anterior descending (lad) artery. The lesion was first pre dilated with a balloon catheter and then a xience 3.0 x 15 stent delivery system (sds) was advanced to the lesion. Despite many attempts to cross the lesion with the xience sds; it did not cross the lesion. Then "uncomfortable tactile feedback was encountered" and the xience v stent was pulled to remove it from the pt and the proximal shaft separated. The portion of the shaft that separated was outside the pt anatomy and there was no issue removing the device from the pt. Once outside the pt, the stent struts were noted to be flared. The procedure was completed with another stent and there was no pt effect. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.